Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most likely use related as the pump was inadvertently pulled out of position during extracorporeal membrane oxygenation (ECMO) cannulation per clinical description.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during extracorporeal membrane oxygenation cannulation, an implanted impella cp pump was inadvertently pulled out of position and subsequently removed from the body. There was no patient injury.